Event description:
Procedure type: gastric bypass. According to the reporter: the device would not toggle properly and tore the tissue. No pieces fell into pt. A new instrument was opened. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4)